Manufacturer narrative:
The reported product has been returned and extended investigation is pending. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is based on the customers report of "mid may". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection during his/her 7 day wear of the adc freestyle libre sensor. Customer had contact with a healthcare professional and was prescribed an unspecified antibiotic cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the returned product. Visual inspection has been performed on the returned sensor patch and no issues were observed. Observed the sensor plug has been transferred and is seated correctly. Extended investigation has also been performed. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
Customer reported experiencing an infection during his/her 7 day wear of the adc freestyle libre sensor. Customer had contact with a healthcare professional and was prescribed an unspecified antibiotic cream for treatment. There was no report of death or permanent injury associated with this event.